Manufacturer narrative:
(B)(4). The distributor agreed to try to calibrate this transducers in order to keep the unit in service. As of (B)(6) 2015, the distributor has not contacted carefusion for further assistance with this unit.

Event description:
This complaint originated from a foreign distributor in (B)(4) . The distributor reported a unit that was alarming "high ext peak". The distributor did not provide any information as to whether the unit was on a patient at the time of the incident.